Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with cracked case behind device at the battery compartment, pillowing keypad overlay and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 600 mg/dl. Customer was treated in the emergency room. Customer had alerts on high blood glucose level before admission. Customer reported retainer gunk and insulin evaporated. Customer was using auto mode at the time of incidence. Customer did the self test and it was passed. The insulin pump will be returned for analysis.